Event description:
The customer reported that the device had a cassette error and a problem with the delivered volume. The pump stopped at 20cc after several minutes. Underfeeding occurred, and the patient experienced major hypoglycemia. The patient received dextrose 5% solution and 50% dextrose ampoule. The patient is doing well now.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.